Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 29-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: during the investigation, no activity related to this complaint was observed in the black box or the pump history. Investigators were unable to perform further testing due to an unresponsive keypad complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.